Manufacturer narrative:
Date of event: may 2020 (the date article was published). Brand name: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: n/a (not applicable). Unknown, information not provided. If explanted; give date: n/a (not applicable). Unknown, information not provided. Telephone number: (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Pollmann, a.s., mishra, a.v., campos-baniak, m.g., gupta, r.r., eadie, b.d. (2020). Ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. American journal of ophthalmology 19(1), https://doi.org/10.1016/j.ajoc.2020.100752. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ab interno suture tube ccclusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. A case series report of 4 patients was done to present the use of a 4-0 polypropylene suture prolene (ethicon) for partial occlusion of the baerveldt glaucoma implant (bgi; abbott medical optics, inc.) Lumen from an ab interno approach in the management of delayed hypotony following bgi insertion. Adverse events reported: decreased visual acuity (n=4), subjective complaint of shimmering lights (n=1), eye pain (n=1), persistent hypotony (n=4), shallow anterior chamber (n=2), injected conjuntival bleb (n=1), anterior chamber cells (n=1), choroidal effusion (n=3), choroidal folds (n=1), retinal pigment epithelial hyperpigmentation (n=1), fibrin in anterior chamber (n=1), correctopia (n=1), tilted 3-pc iol (n=1), vitreous hemorrhage (n=1), scarred corneal graft (n=1). Interventions reported: topical medications (atropine, antibiotics, prednisolone) (n=2), discontinuation of glaucoma medications (n=2), tube lumen ligature with vicryl 7-0 (n=1), anterior chamber reformation with viscoelastic (n=1), tube lumen occlusion with 4-0 polypropylene (n=4), pars plana vitrectomy (n=1), air-fluid exchange (n=1), iol exchange (n=1). Other jnj products were mentioned but it is not clear to which device the complaints are related to. Summary of demographics and results for case 4: age: (B)(6), sex: male, glaucoma type: pseudoexfoliation, additional combined surgical procedures: none, pre-operative bcva : 20/60-2, last post-operative : 20/30-2, pre-operative iop (mmhg): 5, last post-operative iop (mmhg): 10, months of follow-up : 2, post-operative complications: none. This is report 4 of 4 to capture case# 4.

Manufacturer narrative:
Corrected data: in the report submitted june 16, 2021 (md-0003398), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.